Manufacturer narrative:
Date rec¿d by MFR: 01oct2019. Date of report: 01oct2019. The customer reported that the unit's software was upgraded to 2.30. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR: 01oct2019. Date of report: 01oct2019. The manufacturer's remote service technician performed troubleshooting with the customer. The customer reported that the unit is operating on software version 2.20 which has been recalled. Multiple attempts were made to obtain repair information; however, no information was provided. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit declared an error 100e (blower stalled). The device was in use at the time of the event. Patient harm is unknown at this time. Additional information is pending.